Event description:
During an upper endoscopy procedure, the physician used a wilson-cook saeed six shooter mutli-band ligator. All six bands fired properly, then the barrel detached from the endoscope. An attempt to remove the barrel was made with biospy forceps. The attempted removal was unsuccessful. The barrel was left to pass naturally. The patient was reported to be in good condition.